Event description:
The customer reported a high blood glucose level of 394mg/dl and stated that "he noticed the cannula was bent." No add'l blood glucose levels were given and no further info was provided on how the cannula possibly became "bent." The product will not be returned for investigation.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula bending. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula became bent in relation to when bg levels began to increase. The lot qualifications were reviewed and found to have passed all acceptance criteria.